Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope had foreign objects come out of the distal end of the channel tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 9610595 - 2024 - 21228 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.